Event description:
The pt had a low profile lap band port placed surgically in (B) (6) three years ago. The pt moved to (B) (6) and subsequently found that her port was dysfunctional and was not holding fluid in the band. The surgeon suspected that the lap band port was leaking. The surgeon replaced the lap band port seven months ago. The pt had an uneventful post-op course without complications and was discharged home. The following is from the surgeon's operative report and can be added to the report and released to the public: surgeon states "we did test the old port on the field and under pressure with saline. This did demonstrate a slow leak around the rim of the port. It was impossible to see exactly where the leak happened but every time we tested it, it did leave wet fluid below the port confirming there was a leak somewhere at the port. We could not see any obvious defects in the tubing or the diaphragm of the port and it appeared to be leaking more from the rim or the connection of the tubing to the reservoir port itself." I shipped all 11 ports back to allergan medical yesterday for investigation.